Manufacturer narrative:
The reported issue of dim segments was confirmed on 2 out of 2 returned display boards. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the (2) lvp devices had dim segments. The customer confirmed that the issue was found during preventive maintenance, no patient involvement. Biomed reported: "the ones I did were the left segment of the zero after the decimal point. My associate is on vacation so not sure what he noticed."

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the (2) lvp devices had dim segments. The customer confirmed that the issue was found during preventive maintenance, no patient involvement. Biomed reported: "the ones I did were the left segment of the zero after the decimal point. My associate is on vacation so not sure what he noticed."